Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during service the ht70 plus ventilator display was erratic. There was no patient involvement. Medtronic was not authorized to evaluate/repair the device as the product is not in medtronic control. The repair will be completed at a non-medtronic location. The reported complaint could not be confirmed without the product return. Should new information become available or if the product is returned to the manufacturer for investigation the complaint will be re-evaluated.